Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #15, it was verified its non- osseointegration. 0 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type IV.